Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the long bipolar grasper instrument had broken wire and the wrist could not be straighten. The instrument was stuck in the trocar and the tip of the instrument was noted to be damaged. No fragment fell into the patient. The procedure was completed. Isi followed up with the initial reporter and obtained additional information: the or staff was able to remove the instrument along with the trocar from the patient without any issues. The procedure was completed with no injury to the patient. Review of mw5093374 received on 03/23/2020 was reviewed and does not impact the initial reportability decision of non-reportable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed reported complaint. The instrument was found to have the main tube broken below the proximal clevis. A piece measuring approximately .11 x .07 was not returned with the instrument. This failure is most commonly caused by mishandling/misuse.